Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 189, 158, and 94 mg/dl. Tests were done within 20 minutes with a difference of 38%. Patient did not experience any adverse events. No further information has been reported.